Manufacturer narrative:
Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
On (B)(6) 2026, it was reported that the patient faced infusion set cannula was bent and patient experienced high blood glucose level and diabetic ketoacidosis (dka) which led to cause hospitalization and there treated with insulin pen.